Manufacturer narrative:
On 07/29/2015 additional information: siemens investigated both troponin ultra lot 091 and lot 093. Both lots were calibrated and verified using biorad cardiac marker lot 23600 quality control (qc) before running patient samples. The patient samples run were one normal and two samples of clinically significant values. (B)(6). Based on the investigation, siemens did not confirm the customer's observation of the 30% negative shift in qc. The tni-ultra lots 091 and 093 are performing within specification. The average shift in qc from lot 091 to lot 093 was 10% and the average shift in patient samples was approximately <5%. The cause for the negative bias troponin ultra qc with lot 093 at the customer's site is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Manufacturer narrative:
The cause for the negative bias troponin ultra qc with lot 093 is unknown. The customer is using lot 094. Siemens healthcare diagnostics is investigating. The instruction for use under the quality control section states the following: "siemens healthcare diagnostics recommends the use of commercially available quality control materials with at least 2 levels (low and high). A satisfactory level of performance is achieved when the analyte values obtained are within the acceptable control range for the system or within your range, as determined by an appropriate internal laboratory quality control scheme. If the quality control results do not fall within the expected values or within the laboratory's established values, do not report results. Take the following actions: verify that the materials are not expired. Verify that required maintenance was performed. Verify that the assay was performed according to the instructions for use. Rerun the assay with fresh quality control samples. If necessary, contact your local technical support provider or distributor for assistance." The summary and explanation of the test section of the instructions for use states: "always analyze ctni results in the context of time elapsed since patient presentation to the hospital. Serial sampling is recommended to detect the temporal rise and fall of troponin levels characteristic of mi. In accord with published recommendations, serial testing of ctni at intervals of 2 to 4 hours for up to 12 to 24 hours is suggested to corroborate a single ctni result. An elevated troponin alone is not sufficient to make the diagnosis of mi. Other markers, such as ck-mb and myoglobin, can be used in conjunction with ctni results in aiding the diagnosis of mi."

Event description:
The customer observed a negative bias for troponin ultra (tni-ultra) quality control (qc) when using reagent lot 093 during lot to lot correlation. The quality control (qc) levels were out of range for all three levels as a result of the negative shift. The customer had to reset their mean. As a result, there was a delay in reporting some of the patient results. Patient samples were run and did not show a clinical significance during the lot to lot correlation between lot 093 and lot 091. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the troponin ultra negative bias qc results.